Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a broken optical lens, a bent proximal end, and dents on the distal end. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope ultra¿, 4 mm, 70°, with trocar tube connector, had lens damage. The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be the error patterns found, which indicate a cause due to excessive use. Olympus will continue to monitor field performance for this device.